Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown breast implants which the patient reported the following: I had breast augmentation with implants 12 years ago. I have been suffering with my health for probably just as many years, not knowing about breast implant illness. I just found out about it. I do not know what kind of implants I have, just that they are mentor. The issue occurred after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
Additional information received on november 8, 2021 stated that patient experienced fibromyalgia, fatigue, shoulder pain, rib pain, back pain, numbness, pain and tingling in limbs, carpel tunnel, depression, anxiety, weight gain, hair loss, vision loss, breast swelling, breast pain, breast lumps, breast cysts, intolerance to heat and cold, inflammation, recurrent uti¿s, ibs, yeast infections, toenail fungus, ringing in ears, irregular heartbeat, sinus infections, environmental intolerance and allergies, brain fog- confusion, loss of memory, dissociation. All occurring after having implantation. As a result, patient scheduled for removal, without replacements on (B)(6) 2021. Patient had diagnosis by rheumatologist on 2009, but finally diagnosed with fibromyalgia after suffering without any definitive answers for years. Patient also experienced bilateral skin lesions, and breast mass. The patient stated that she had multiple mammograms and ultrasounds throughout the years and then fine needle bilateral biopsies done on (B)(6) 2021 and aspiration, with nonmalignant results. Date of implantation was on (B)(6) 2007. Patient ethnicity is caucasian, and procedure patient had was breast augmentation primary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 22, 2022 indicated that the suspect device lot#: 5759111, cat#:3503330. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).